Manufacturer narrative:
The customer¿s report that the set tubing had leak right before the male luer was not confirmed, however; a broken drip chamber spike was found. The set was visually inspected for obvious damage such as incomplete bonding engagements, cracks, fractures, kinks, holes, and tears in the tubing and its components. Visual inspection of the set noted the drip chamber spike is broken off. There were no other anomalies observed. Closer inspection of the drip chamber under magnification observed the break to be a smooth clean break. No tool marks or scratch marks were observed at the break site. Functional testing resulted in the priming and fluid flowing freely with no leaks observed near the male luer or anywhere else throughout the set. Further functional testing could not be performed due to the set's broken drip chamber spike. The drip chamber spike breakage was caused by an external impulse/impact force. The root cause of the external impulse/impact force was not identified.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states: "alaris pump infusion set tubing had leak right before the male luer connects to patient's IV. This is the second set of tubing with this issue. I kept the tubing and package and it is located in the ctl mailbox at the nurse's station in a biohazard bag. The tubing was used to prime rituximab". It was further confirmed during follow up, that there was no patient involvement associated with this event.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which stated, "alaris pump infusion set tubing had leak right before the male luer connects to patient's IV. This is the second set of tubing with this issue. I kept the tubing and package and it is located in the ctl mailbox at the nurse's station in a biohazard bag. The tubing was used to prime rituximab."